Event description:
It was reported that a cassette had a connection issue. The home patient (hp) was not connected at the time of the event. The hp stated that the cap was on the patient line during set up. When the hp went to connect, it was observed that the cap was no longer on the patient line. The hp stated that she was not sure if the cap popped off or just fell off. The technical service representative advised the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available. Baxter contacted the hp to try and find out whether she took the cap off the patient line or if it fell off. The hp stated that she set up for therapy and noticed that the cap was on the patient line but when she went to connect herself, the cap was off. She stated that she was not sure if it popped off or just fell off. There was nothing unusual noted about the supplies, and she checks her supplies prior to set-up. There was no lot number or sample available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.